Event description:
Returned for premature battery depletion and sebsequently tested out of specification during manufacturer's analysis.

Event description:
It was reported that the device was at elective replacement indicator after only 14 months due to high left ventricular thresholds and high current drain. The patient was enrolled in the (B)(4). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. At the request of the (B)(4) the longevity was recalculated to factor in fast current drain levels. The new results show that the device met expected longevity.